Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, analysis was unable to prime unit during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The insulin pump was programmed with correct time and date. The insulin pump was monitored for 5 days with a 1.0 u/hr basal rate and some boluses were also programmed. The insulin pump delivered all bolus properly. All bolus and basal profiles were recorded properly at the bolus, basal and daily total history screens. No bolus history or bolus anomalies were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had bolus anomaly and experiencing high blood. The blood glucose at the time of the incident was 169 mg/dl. The customer states they had missing boluses. The customer also experienced high blood glucose level of 254 mg/dl and wanted to perform troubleshooting. The customer did not experiencing symptoms. The customer did contact their healthcare professional and does have a backup plan; pump. Troubleshooting was performed. The drive support cap appeared normal. They did experience some air bubbles, but were able to purge them out. There were no site or insulin issues. The device settings were correct. The customer history was reviewed and noted missing information. The customer also had a motor error alarm.. The device will be returned for analysis.